Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. All buttons operated properly and n unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals a total of seven (7) no delivery (insulin flow blocked) alarms, listed below: 09/26/2025 12:14:49 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 10/15/2025 17:51:47 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 10/15/2025 19:37:31 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 10/19/2025 17:59:45 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 10/19/2025 21:16:53 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. 10/26/2025 15:49:33 alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1autobolus delivery. 10/29/2025 11:41:45. Alarmalertnotification (40) faultnumber: nodelivery (7) during a cl1glucosecorrectionplusfoodbolus delivery. Additionally there was a battery failed alarm generated on 10/17/2025. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Insulin flow blocked alarm, battery failed alarms, and unresponsive keypad anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to the medtronic minimed that the customer received battery failed alarm, insulin flow blocked alarm and experienced keypad buttons were unresponsive. The customer reported no adverse event. The event involved products mmt-1884g, mmt-386a and mmt-332a. Troubleshooting was not performed. No harm requiring medical interventions were reported. No product return is required for mmt-1884g, mmt-386a and mmt-332a.